Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Then, the customer received a minimum fill message. Reportedly, the cartridge was filled with 230 units of insulin. Additionally, when loading a new cartridge, the customer reported not observing insulin coming from end of tubing during fill tubing. The customer loaded a new cartridge successfully, resumed pump therapy, and observed insulin dripping out of the end of the tubing. The customer's blood glucose level was 145 mg/dl.